Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21091. The patient (B)(6) received two implantable scs systems. The reported event applies to both the implanted ipgs. It was reported the patient lost a significant amount of weight over the last few months. Due to the weight loss, the patient experienced difficulty communicating/charging the ipg. The patient also stated experiencing discomfort at the ipg site. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.